Event description:
In 2006, nellcor puritan bennet received a report where it was claimed that a 8dfen tracheostomy developed a leak after insertion. The caller reported that the tube was tested prior to use. The source of the leak was not provided.